Event description:
It was reported that during pipeline deployment, a strand of the pipeline was noted still held on to the capture coil. The device was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00359.

Manufacturer narrative:
The device has been evaluated and the pipeline was found detached from the capture coil. (B)(4).